Manufacturer narrative:
The event of high impedance was reported to abbott. The patient reported that they had fallen hard a couple of times and noticed their pain had returned. The patient is unable to place the ipg into MRI mode and will be scheduled for a CT myelogram. Lead revision has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy and was unable to set the ipg into MRI mode. System diagnostics recorded high impedances on contacts 1-16. Surgical intervention may take place to address the issue.